Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and no delivery alarm. Blood glucose level at the time of the incident ranged from 450 mg/dl to 600 mg/dl. Customer treated with manual injection. During troubleshooting, customer was advised to try other infusion set and see if it will resolve the issue. The insulin pump will be returned for analysis.